Event description:
In 2001, at 00.16 hours, horixon xl hereafter referred to a "xl", identified an arrhythmia event as high pvcs per minute alarm (12 per minute). The pt was in the ccu unit. At approximately 00.52, the nurse noticed from the waveform display on the monitor that the pt was in vfib. The hospital alleges that the xl failed to identify the arrhythmia as vfib. Defibrillation was applied to the pt. The heart beat of the pt returned to normal and the pt suffered no injury. The memory strip of the xl indicates that at 00.52 the xl identified an episode as "asystole alarm". As the memory strip of the xl shows only hours and minutes, it is not clear if the detection of the "asystole alarm" took place before or after defibrillation was applied. The hospital notified facility, mennen medical's distributor of the event, and sent the monitor to facility. Facility performed initial testing of the monitor with an arrhythmia simulator and found that the xl did detect vfib. Facility will return the xl monitor to the mennen medical ltd. (The manufacturer) for additional investigation and in order to determined which, if any, future action may be appropiate.